Event description:
I had increased pain in my arm and tingling numbness, my head the pressure was intense in my head with any movement, walking, standing, lying down the pressure would increase. I would use 5 pillows to get into a placement I might sleep, I don't know what caused them to break. I could hear popping with movement after a couple of months, the popping induced pain with it at times, then one day I was standing and I heard an explosion in my head like I was in a cannon. I grabbed my head I knew something had broken in my neck.